Manufacturer narrative:
The device was evaluated on-site by a zoll representative. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was returned to service. The device logs were not available for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.